Manufacturer narrative:
Additional narrative: exact date unknown; reported as approximately 3-4 to months prior to explant. Explant date: (B)(6) 2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Unknown part number for the class iii device (pro-disc implant). UDI # unknown part number, UDI is unavailable. On (B)(6) 2015 explant of the prodisc pdl and re-implant of a new prodisc pdl. Unknown if device is/not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a prodisc pdl implant at l5s1 approximately 3-4 to months ago. On an unknown date, the patient began experiencing pain at lumbar spine. An x-ray done at the 6 week postoperative mark revealed that a piece of the inferior endplate keel had sheared off. The endplates remained in stable position. The polyethylene liner had moved 3 mm forward. The patient returned to the operating room on (B)(6) 2015 with explant of the prodisc pdl and re-implant of a new prodisc pdl. An x-ray done approximately one week later, prior to discharge from hospital, revealed the exact same event as previously outlined occurred with the new prodisc pdl, which did lead to a second reivsion.(captured under (B)(4)). Device was explanted and patient underwent fusion. This report is 3 of 3 for (B)(4).